Event description:
The clinician reports the implant was inserted (B)(6) 2016 in fdi 15 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii and poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.